Event description:
The customer reported to customer service that the power adapter for her "few year old" pump has frayed wires, gets very hot and smells like it is burning. She did not report any injury.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(4) 2012, the customer indicated that sparking was observed, however, there was no fire or flames. She also indicated that an injury was not sustained as a result of the issue. In summary, a breach in the insulation at the strain relief was present which could result in sparking. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Evaluation summary: a visual examination of the power supply revealed nothing unusual with the transformer housing and no signs of burning or fire. A visual examination of the cord revealed twisting of the cord and exposed wires at the strain relief.